Event description:
Revision performed because of wear of polyethylene liner and patient presenting with disclocating hip.

Manufacturer narrative:
Examination of returned femoral head and poly insert by warsaw depuy cpd engineer finds the wear is not unexpected and there are no signs of unusual wear. Damage to the anti-rotation devices is presumably from extraction. The root cause of the reported dislocation is still unknown however. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The initial reporting indicated they would be made available, but all follow up attempts to obtain the items have been unsuccessful. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Pre-revision x-ray received and reviewed. X-ray is not dated. Implant appears to be placed slightly vertical, greater than the recommended abduction angle placement. The femoral head appears to be slightly off-center within the acetabular cup suggesting poly wear. Due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear, which combined with a slightly vertical cup may have made the patient more susceptible to dislocation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.